Event description:
High impedance was found through a periodic review of the programming history on a system diagnostic test. There was no implant date or patient initials programmed. The history is from 2 years after the device expired per the device history record (device expired on 03/11/2016). Per records, the generator was shipped to (B)(4). Follow up with a representative in (B)(4) confirmed that the generator was not being used as a demo generator. No further relevant information has been received to date.